Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR #2249697-2011-00995.

Event description:
It was reported that, "during the tka, the headless pin stuck into a hole of the mis distal resection guide. However, the surgeon continued to use a rotary handpiece. As a result, the pin broke and the fragment of pin was remained into the headless pin driver."